Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a cuff reconstruction and a biceps tenodesis, when the twinfix ultra 5.5mm anchor was inserted, the two wires came loose and the anchor remained in the patient. The procedure was finished with a smith and nephew back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. An evaluation of the customer provided images was performed and found the device outside of its package. The inserter has bio debris, and its prongs are bent. Neither the anchor nor the sutures are shown in the images. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that undated images of the insertion device were provided for review, however they do not indicate a root cause for the reported events. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited information provided, the clinical root cause of the reported events could not be determined, and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device". The twinfix ultra anchors are implantable, biocompatibility is not an issue. If left unsecured in the patient micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further risk to the patient is anticipated as a result of the additional bone hole. The root cause of the reported loose wires and the bent prongs could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the bent prongs include an application of excessive / unintended force on the device. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.